Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin was not delivering through infusion set. Customer reported to have had blood glucose of 277 mg/dl and then it went up to 485 mg/dl and then 69 mg/dl. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, insulin pump passed high pressure test. Insulin also delivered when customer put plunger in reservoir. Customer was advised that insulin pump was working as designed. Customer was also advised to contact healthcare professional regarding unexplained high blood glucose and that reservoir and infusion sets would be replaced.